Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was unable to charge the pump battery. There was no reported impact to the customer's blood glucose. Reportedly, customer replaced usb cable to resolve the issue.